Manufacturer narrative:
(B)(4). The incident generator has been received by an international covidien service facility and is under evaluation. When the unit evaluation is complete, a follow-up report will be submitted.

Event description:
The customer reported that while a force triad generator was in use with non-covidien disposable electrodes, a spark occurred and started a fire in the operating room. It was extinguished without incident. Another device was used to complete the procedure without any further incident. There was no pt injury or ill-effect. Additional questions have been asked of the site.